Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a arteriovenous (av) graft in the severely calcified and moderately tortuous forearm. A 6.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation and was initially inflated at 20 atmospheres however, on the second inflation at around 20 atmospheres, the balloon ruptured. The device was completely removed from the patient and upon inspection, a pinohole rupture was noted. The procedure was completed with another 6mmx40mm mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.